Manufacturer narrative:
No product has been returned for evaluation. No x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per reporter, the patient had a nonunion at osteotomy site. The nail was tested with the fast distractor and it was not able to be lengthened.

Manufacturer narrative:
Visual inspection of the returned product showed minor scratches, no visible damages present on the nail and fully retracted. X-ray images of internal components revealed a damaged anti-jam washer. The nail was functionally tested and was unable to distract and retract with the erc and high-speed magnet. The returned product produced force output of 150 lbs. Which is below the specification. The root cause of the complaint is improper use of the erc by the patient or surgeon. The device history records were reviewed, and no discrepancies were found related to this complaint. The devices were manufactured in accordance with the specified requirements and met all the required quality inspections.